Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed downstream test¿ was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log revealed downstream occlusion messages, however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as force sensor no tube and scale factor were found out of specification. The force sensor no tube and scale factor will be calibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion test during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.